Event description:
It was reported that patient underwent a clavicle open reduction internal fixation procedure on (B)(6) 2014. During the procedure, a drill bit fractured in the patient. Subsequently, patient retained a foreign body.

Manufacturer narrative:
The device that was sent back for evaluation was not the same as the device described in the reported event. The returned device had a jacobs connecting end which is not unique to biomet. It is unknown whether or not the returned drill bit is manufactured by biomet. Insufficient information was provided to complete evaluation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.